Event description:
It was reported by service report that the siderail was stuck and unable to raise. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fluid intrusion on the pivot arms causing the mechanism to be too tight.